Event description:
The facility's biomedical tech reported an infusion pump with failure code 7, found during bio-med testing. The hosp rep stated they have no record of any pt incident involving the pump since the last service event. No additional contact info was provided.